Event description:
It was reported that while grinding bone, there were metal shavings found in the bone chips.

Manufacturer narrative:
Product has been returned. Received on 04/06/2009. Evaluation will be reported in follow up.